Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level remained elevated (200s-400s mg/dl) with very low level ketones. Customer treated elevated levels by delivering correction boluses. Customer consulted with health care provide regarding pump settings. Reportedly, the infusion set had dislodged on occasion but customer would change site and resume insulin delivery. On occasion, customer would revert to a previous pump and bg level would remain in the 100 range. System check was performed with tandem technical support and no issues were found; however, contact indicated that supplies are changed out every three days instead of two. Recommendation was made to change out supplies every two days and consult with health care provider for management of bg levels.